Event description:
Customer reportedly was unable to prime second infusion set and the insulin was not exiting. Troubleshooting was performed. Unit did not have an audible tone and the insulin was not exiting.